Event description:
At about 9 years after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 september 2024: lot 151446: (B)(4) items manufactured and released on 21-july-2015. Expiration date: 2020-07-14. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.